Event description:
A patient reported experiencing inaccurate erratic results with a ot basic enhanced meter. The patient's blood glucose results were 501mg/dl, 243mg/dl, 353mg/dl. Tests were done less than 10 minutes apart with a difference of 42%. Patient did not experience any adverse events. No further information has been reported.